Event description:
During the atrial fibrillation procedure, after the sheath was inserted into the patient, air aspiration occurred during the preparation phase prior to catheter insertion. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.